Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported breakage of the balloon during inflation. The balloon was returned with a 9mm longitudinal rupture on the working length of the balloon. It should be noted coronary dilatation catheters nc trek rx, global instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It also stated: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Further assessment has determined that the balloon rupture is potentially related to the manufacture of the device and will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A 3.0x20mm nc trek balloon dilatation catheter (bdc) was not soaked or prepped outside the anatomy prior to use. Resistance removing the stylet or protective sheath was felt. The bdc was advanced to the lesion and was inflated to 12 atmospheres; however, the balloon ruptured. The procedure was successfully completed with an unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.